Event description:
Initial access was complicated by guidewire kinking and unable to withdraw proximally out of the central lumen; wire broke, wire and line both were removed. Dose or amount: 7fr 20cm. Event abated after use stopped or dose reduction: yes. Diagnosis or reason for use: venous access, fluid resuscitation.